Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with mentor memory gel breast implant 550cc gel breast prostheses that both ruptured after implantation. Bilateral rupture was confirmed by an MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: it was initially reported that the implantation date is (B)(6) 2001. New information states that the implantation date is (B)(6) 2000. It was initially reported that the date of event is (B)(6) 2018. This was the date the patient had an MRI that confirmed bilateral rupture of the breast prostheses. New information states that the patient had a mammogram on (B)(6) 2018 that showed bilateral rupture. Date of event has been updated to (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/15/2019, a manufacturing record evaluation was performed for this device. No non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).